Event description:
This 54 year old female underwent implantation of right replicon 385 gm breast implant on 1991 following a 1990 massectomy. Tissue expnader was placed immediately following the mastectomy. Patient present with a right mastectomy deformity. The implant appears grossly intact with no gross evidence of leakage. The implant capsule shows chronic inflammation, fibrosis and foreign body reactioninvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.